Event description:
Two 3.0 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal lad and proximal circumflex lesion. The vessel morphology was severely tortuous with severe calcification and 95-99% stenosis. The lesion was pre-dilated. It was reported that the physician had a hard time getting the guide wire to the lesion site and pre-dilated again. It was reported that the first endeavor sds was inserted; however, he experienced difficulty and the catheter bent. The catheter was pulled backed to straighten the shaft and then re-advanced. (MFR report# 2953200-2008-00285) as the catheter was advancing the catheter shaft snapped in half. The catheter was pulled out with a hemostat. A second endeavor sds was inserted after pre-dilatation of the lesion. The second device has difficulty advancing, and the same incident occurred; the device snapped in half. (MFR report# 2953200-2008-00286) the physician switched to endeavor otw drug-eluting stents, using two to successfully complete the case. However, the physician wanted to post-dilate the stent located in the proximal circumflex with a 3.0 x 20 sprinter. The sprinter was inserted in the endeavor drug-eluting stent at the distal edge of the stent. After the balloon was inflated a dissection was noted distally. (MFR report# 2953200-2008-00287) an endeavor drug-eluting stent was successfully used to treat the dissection. The pt is fine.

Manufacturer narrative:
Eval results/conclusions: other, no films or device returned. Severly tortuous with severe calcification and 95-99% stenosis.